Event description:
It was reported that the device exhibited error: 41622. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date: unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log revealed ¿system fault 41,622 occurred 1 0 0 3¿. Functional testing was able to replicate the reported issue; the device failed motor testing. The most probable root cause was determined to be a stuck motor or debris in the motor gears. The device was to undergo motor replacement or debris removal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.